Event description:
It was reported that this pacemaker exhibited a false signal artifact monitor (sam) episode due to the patients chronic atrial fibrillation (af). Additionally, right ventricular (rv) impedance measurements of less than 200 ohms were observed at that time. Patient isometrics were performed. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Event description:
This report is being filed to provide updated evaluation coding.